Manufacturer narrative:
(B)(4).

Event description:
It was reported that atrial lead noise and low out of range lead impedance was observed. The patient was asymptomatic and not dependent. Insulation damage was noted. Lead was capped and replaced on (B)(6) 2017. Patient¿s condition was stable.